Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a low reading from the sensor but had a blood glucose level over 400 mg/dl. The customer also stated that she had some blood at the site. Customer declined troubleshooting for sensor versus blood glucose reading differences. The customer was advised that the sensor would be replaced but did not return the product for analysis.